Event description:
Boston scientific received information that this pacemaker's battery was not working and was told that the battery was dead. Moreover, the patient was admitted in the emergency room due to possible transient ischemic attack. Boston scientific technical services (ts) discussed options and provided troubleshooting measures. There was no further information provided. To date, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.